Event description:
Bardport was placed in left subclavian. The tip broke off and migrated to the right atrium. The tip was retrieved and removed. Pt was taken to the or to remove the remains of the catheter.